Event description:
This is a case report received by baxter (B)(4). It is reported that on (B)(6) 2010, a patient experienced an unintended weight loss during a therapy session with an edwards aquarius machine. No clinical consequences were reported. The device is not available for evaluation. Additional information received on (B)(6) 2010: the therapy started on (B)(6) 2010 at 14:22: patient weight loss was (B)(6). Therapy prior to program reset on (B)(6) 2010 at 02:12: patient weight loss was (B)(6). Therapy program reset on (B)(6) 2010 at 02:17: patient weight loss was (B)(6). The end of the therapy on (B)(6) 2010 at 04:37: patient weight loss was (B)(6). The total patient weight loss was (B)(6). The pump's settings and scales were checked and nothing was found. It was reported that the facility's nurses were trained by the field service technician regarding how to handle balance alarms. The device was put in service, with a warning sticker on.

Manufacturer narrative:
(B)(4). According to the baxter field engineer, the history log of the machine revealed that the machine repetitively displayed a balance alarm, coupled with 173 messages: check substitution line. The field engineer stated that for each depletion event, 4 check substitution line messages are displayed indicating 42 balance alarms. The history log of the machine counts 48 balance alarms. Each alarm refers to an average weight loss of (B)(6). Thus, an approximate patient total fluid loss of 2400 ml. The field engineer stated that several checks performed did not reveal any technical dysfunction from the machine. There were no cpu1 or cpu2 codes displayed. According to the field engineer, the reported issue would be related to a repetitive by-pass of balance alarms by the user. The treatment was not interrupted as expected by such alarms. Eighty-eight initialization alarm messages have been displayed during the therapy. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The device supplier indicated that the analysis of the therapy log data confirmed the assessment of the baxter field service engineer: it took on average 17 minutes between every balance initializing procedure of the machine and the next balance alarm. The numerous balance alarms (on average more than 3 balance alarms per hour) are most probably related to the circumstance that the user did not identify and eliminate the root cause for the balance alarms. This hypothesis is further supported by the fact that all balance alarms were related to the substitution line (therapy log: "verifier ligne substitution"). In addition, the field engineer could not identify any failure at the machine - it worked within its specification. A review of the device history records have shown no indicators related to the event. The device fulfilled the requirements during final inspection.